Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. During an internal inspection it was observed that cable-mounted plug connector, designator p11, was not correctly latched to the pcb-mounted jack connector, designator j11, on the main pcb assembly. After reconnecting the flex cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was showing a battery and service indication. The device would not power on. There was no patient use associated with the reported event.